Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded noise exhibited by the chronic ventricular implantable lead that was oversensed and resulted in pacing inhibition when this patient breathed deeply. Performance of the valsalva manuever reproduced the clinical observation.